Event description:
It was reported that during a joint implant procedure, the device had green fluid from battery corrosion leak out and into the patient's wound. Wound irrigated and procedure was completed. Pt was brought to recovery. No further info currently available.

Manufacturer narrative:
The subject product has been received and is out for evaluation. Therefore, no conclusion can be drawn at this time. A follow up report will be submitted when evaluation has been completed.